Manufacturer narrative:
Length of hospitalization: 3 days. Initial and final MDR (B)(4) MDR device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced bent cannula event on (B)(6) 2026. The patient was hospitalized due to high bg of > 400mg/dl and ketones. The patient was treated with intravenous [IV] insulin. No further information available.